Manufacturer narrative:
H11: as the lot number for the device was provided, a review of the device history records is currently being performed. The return of the sample is pending. The investigation of the reported event is currently underway. D2b (dqy; lit) section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2025, a patient underwent an angioplasty procedure using the dorado pta balloon at arteriovenous anastomosis site. It was reported that during the procedure, the balloon allegedly ruptured. It was further reported that the shaft and balloon section got teared apart. There was no reported patient injury.

Event description:
On (B)(6) 2025, a patient underwent an angioplasty procedure using the dorado pta balloon at arteriovenous anastomosis site. It was reported that during the procedure, the balloon allegedly ruptured. It was further reported that the shaft and balloon section got teared apart. There was no reported patient injury.

Manufacturer narrative:
H11: manufacturing review: a manufacturing review was not required as this is the only complaint reported to date for this product and lot. Investigation summary: received one dorado pta dilatation catheter. Upon visual inspection, it was noted the device was returned in two segments a break was noted on the proximal balloon joint. Device was received with an unknown size and brand sheath and dilator. Segment 1 consists of the catheter shaft which was received with a gw loaded within. The gw was extending out from the gw luer and from the break on the distal end. In addition, the inflation lumens were extending out from the break. Bunching was noted on the catheter shaft approximately from the break. Segment 2 consists of the detached balloon portion. It was noted the gw lumen was protruding out from the proximal end and was noted to have multiple kinks. In addition, the inflation lumens were protruding from the proximal break. The distal tip was noted to be prolapsed. Overall, returned devices had blood residue. Microscopic images were taken of the segments however no functional testing required for detachment. Detached balloon was examined under microscope, and no visible rupture was noted on the balloon. Functional testing was not performed for balloon rupture as the device was received detached. Therefore, the investigation is confirmed for the reported detachment as the device was returned in two segments and also the investigation is inconclusive for the reported balloon rupture as the functional testing was not performed for balloon rupture as the device was received detached. A definitive root cause for the reported balloon rupture and detachment could not be determined based upon the provided information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. D2b (dqy; lit), g3, h6 (method, result). Section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.